Event description:
A doctor alleged that the maxcem elite clear product had set up too quickly while cementing a crown on three patient. This is the third of three (3) reports.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. The doctor was able to fully seat the crown for the patient, without further incident. To date, the patient is doing fine. A visual test and gel set time test was performed on both the returned and retained product. It was confirmed that the product did not meet polymerization specifications. This lot # 4720553 has been identified as an affected lot which is part of an ongoing maxcem elite recall.